Manufacturer narrative:
Investigation results dentsply sirona china information from ds china maintenance center: goods issue date: 2021; within warranty: no(contra-angle handpiece); maintenance record: after the malfunction, there is no maintenance record failure analysis: possible causes are as follows: 1. The contra-angle is deformed and stuck. 2. Poor contact of the handle cable, leading to unstable output.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus version 0202 did not rotate during use on the patient. The device was immediately replaced to complete the root canal treatment. Patient did not experience any discomfort or injury.